Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or after jan 26, 2026. Section d6b. If explanted, give date: unknown, information was requested but not provided. Device evaluation: the product testing could not be performed as the device was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was planned for explant due to the patient's intolerance of dysphotopsia. Additional information later confirmed that the iol had been explanted from the patient's right eye. The patient's outcome was not provided. No further information was available.